Event description:
The patient reported nausea when using the device for too long. Additionally, the patient reported inconsistent therapy and requested assistance. As of (B)(6) 2025, the patient is fine and reported "it was just a bad night" at the time of the initial complaint. No adjustments were made to the programs on the transmitter assembly and no further issues have been reported.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label has been ruled out. The stimulator is used to treat pain. The cause of the nausea is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required at this time. Other adverse events issue rates will continue to be tracked and trended.